Manufacturer narrative:
Images from the instrument were reviewed. The rois appeared to be slightly misaligned on the left half of the plate. An automatic camera adjustment was performed and several rois were adjusted. A service call was made. No discrepancies other than borderline low residual volume were observed; residual volume was adjusted. Ran lld test and pipettor verification test; both met specifications. No further qualification was needed. Testing was performed using retention anti-d (monoclonal blend) series 4, lot 504691, capture-r select and capture-r reading indicator red cells with red cells of various rh phenotypes including weak d. Expected reactivity was observed in all testing. Weak_d testing was performed on an in-house galileo with customer's donors' samples using retention capture-r select, lot sc066, capture-r indicator red cells, and anti-d series 4, lot 504691. No unexpected positive reactivity was observed. All submitted donor samples test as weak d negative.

Event description:
Customer reported rh discrepancies on several patient samples on the galileo. The samples were historically rh negative but typed rh positive on the instrument. Tube testing confirmed rh negative typing for the samples. Samples were retested on the galileo and typed rh negative.